Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was discharged same day of operation and was readmitted the next day to another facility. The patient was monitored and was taken back to the operating room to control bleeding after the hemoglobin dropped from 14 to 5. The doctor stated that it was difficult to determine where the bleeding was coming from by that point, and often times this is the case. Patient lost approximately 2 liters of blood and had to be transfused with at least 2 units of blood. With regards to past medical history, there was nothing pre-operative that would have contributed to this event, per the surgeon. The patient was discharged in a stable condition.